Event description:
It was reported that a surgeon had an issue with drifting. No further details were provided.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Due to insufficient procedural information, further system/instrument log investigation cannot be performed.